Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 2 ped3 pipelines failed to open. Patient arrived from ed with a stroke. An m2 occlusion was observed. The healthcare provider (hcp) tried to deploy two vantage devices without success. He then tried a pipeline shield device and was successful. The ped3-027-550-50 failed to open in the distal section. The middle of the pipeline was positioned in a bend. The devices were removed from the pateint. No other actions were taken to open the pipeline. The ped3-027-450-40 failed to open in the middle section. The middle was the pipeline was positioned in a bend. The pipeline was stuck in the capture coil. No additional steps were used to release the pipeline from the capture coil. Less than 50% had been deployed when it failed to open. The pipeline as resheathed less than or equal to 2 times.  The patient was being treated for an unruptured aneurysm. Vessel tortuosity was severe. Patient deteriorated unrelated to the event but still alive and in intesive care unit (ICU).

Manufacturer narrative:
H3: no anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.